Event description:
It was reported that a customer experienced a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in attempting to load a new cartridge, but the alarm persisted, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump and informed the customer about the steps necessary to manage the transition, including placing the pump into storage mode and returning it. The customer will use a multiple daily injection (mdi) therapy as a backup to ensure continuous insulin delivery, and a replacement pump with updated software was sent to the customer.